Event description:
It was reported that the patient presented in the emergency room with discomfort as the right-ventricular (rv) lead exhibited inappropriate shocks due to noise oversensing as the rv lead had dislodged, which was confirmed thorough x-ray imaging. As a resolution the rv lead was explanted and replaced. The patient condition was stable.